Event description:
During a transfer, while the resident was being lowered with a floor lift, the device stopped working and the resistent slid out of the sling. The resident was 2 feet off the ground at the time he slid out and bumped his head. The resident had a small bump on head. He had a neuro check and the bump was monitored but no other treatment was given. The facility reporter said that they used the wrong size of sling, which was too big for the resident.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc (B)(4) on behalf of the manufacturer (B)(4). Manufacturer complaint number: (B)(4). The device was inspected on-site by a rep of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation.